Event description:
It was reported that a ventricular fibrillation (vf) episode was reviewed. It was noted that while the patient was in surgery for unknown/unrelated reasons the implantable cardioverter defibrillator (ICD) over sensed signals and delivered inappropriate therapy. A magnet was placed on top of the ICD to inhibit therapy. There were no other reported patient consequences.

Manufacturer narrative:
Further information was requested but was not available at this time.